Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported that a patient experienced rainbow glare after a laser assisted in situ keratomileusis (lasik) procedure. Additional information has been requested.